Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's console is displaying a fault regarding the battery failure.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's console is displaying a fault regarding the battery failure. No harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. This complaint record is being closed because the quote was declined as per the field service engineer. If information is received, the complaint will be reopened and updated.